Event description:
(Os 16.765). The dentist reported 6 months after the dental implant was installed in intraoral region #12 it was verified its non osseointegration. 40 ncm of primary stability was achieved and the implant was carried out immediately. Patient had low bone quality (bone type IV), bone graft was executed.